Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator alarmed with blower temperature high. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Failure analysis on the returned blower assembly shows that the blower assembly was tested and passed all testing. A high blower temperature alarm (1002 e/c) could not be duplicated. There were no faults found with the blower assembly.